Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported being able to resolve the issue by removing the gde (gas delivery engine), checking the suspect device with a known good one and then re-installing the gde again.

Event description:
The customer reported while using the avea ventilator; the unit is auto-cycling. The issue occurred during pre-use checks before patient use. The customer reported running est (extended self-test) and having the test passed, but a monitored leak shows around eighty percent. The customer reported checking for any physical loose connections of pneumatics like tunings and connectors. The customer reported running flow valve characterization, but was unable to get any results from the test. There is no patient involvement associated with the event.